Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of fatigue at the corner of a fold with avulsion. The other cylinder performed within specifications. The pump was not functionally tested due to contamination. Confirmation of fluid loss. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 556630 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) cylinder due to fluid loss and a rupture in the right cylinder. The device was not inflating when pumping. In an exam, the cylinders and reservoir showed no liquid. It is suspected that there was a cylinder blow up. The patient outcome was reported to be good.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) cylinder due to fluid loss and a rupture in the right cylinder. The device was not inflating when pumping. In an exam, the cylinders and reservoir showed no liquid. It is suspected that there was a cylinder blow up. The patient outcome was reported to be good.